Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00179 on 14-jul-2021. Additional information (28-feb-2022): siemens reviewed calibration data and quality control (qc) and noted no issue. Qc recovery was within insert ranges. Siemens performed a study with fifty (50) normal patient samples and fifty (50) patient samples from france. The 100 samples were tested in replicates of three (n=3) with the atellica im toxoplasma g (toxo g) reagent lots 268, 270, and 272. Siemens noted that ninety-two (92) samples recovered the same interpretations with the three lots, and eight (8) samples recovered negative/equivocal. Siemens retrieved patient field data for review, and lot 270 recovered similarly with other lots. Siemens received the customer's patient sample, performed internal testings, and replicated the falsely elevated dose value for reagent lot 270. The investigation also noted that hbt (heterophilic blocking tube) treatment caused elevated values across all reagent lots. Siemens completed the investigation and indicated that toxo g lot 270 expired on 12-jan-2022 and had insufficient sample volume for testing. Based on the internal testing and information reviewed, siemens noted no issue with the atellica im 1600 analyzer or toxo g reagent. The cause of a false-positive toxoplasma g (toxo g) result is unknown. However, siemens noted that a sample-specific interferent could potentially cause the event. The atellica im 1600 analyzer operates as specified and requires no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes. MDR 2432235-2021-00180_s1 was filed for the same even.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) recovered within range and no problem with other patient samples. Siemens is investigating the event. MDR 2432235-2021-00180 was filed for the same event.

Event description:
The customer obtained false-positive toxoplasma g (toxo g) results on an atellica im 1600 analyzer with serial number (B)(4) and did not report the results to the physician(s). The customer used the same sample and analyzer to perform repeat testing and obtained a similar (positive) result. The customer then used the same patient sample to perform repeat testing on an immulite system and alternate platform and received negative results. The customer stated that a sample from a previous draw that resulted in 2 iu/ml on 14-may-2021 was used for repeat testing on 23-jun-2021 on the atellica im 1600 analyzer. The customer obtained another high (positive) result and did not report the results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the false-positive toxo g results.